Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Door not fully latched. Alarms were confirmed and the force required to close the door was higher than expected. The device was reworked to ensure expected performance.